Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 39 mg/dl with diaphoresis and seizure associated with quiet sounds. Reportedly, 911/emergency protocol was initiated and the patient was treated with a glucagon injection. During trouble shooting with customer technical support (cts), it was revealed that basal rate setting was adjusted. Troubleshooting indicated that the pump¿s sound settings were correct and the audio tone issue was resolved during troubleshooting. It was noted that the patient had not heard the pump alarming to alert for low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2017 and the last bolus delivery was a 1.6 unit bolus on (B)(6) 2017 at 03:06. The pump was returned with normal bolus, audio bolus, alerts, reminders, warnings, alarms, glucose hi and lo alerts, and glucose limits alerts set to high, and the temp basal set to off. The pump powered on normally with functional auditory and vibratory features. The audible alarm reading was within specification. A low bg warning was reproduced for investigation with the sound set to high and the pump emitted the appropriate audiovisual alerts; the warning was accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).